Event description:
It was reported that during predilatation in a coronary procedure of the 90% occluded, diagonal artery, the 2.0 x 15 mm mini trek balloon dilatation catheter (bdc) ruptured during the first inflation at the low pressure of 8 atmosphere (atm). It was noted that a dissection occurred with st segment elevation. Angioplasty and deployment of a 2.5 x 23 mm xience stent was used and the patient became stable with successful flow. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product deficiency. Vessel dissection is listed as a known adverse event in the mini trek instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.